Manufacturer narrative:
He patient reported on (B)(6) 2026 that they experienced skin irritation in the form of burning (sensation)general redness/irritation/rawness/raw-skin-no open skin/open sores/skin while wearing the mcot universal patch. The patient did seek medical treatment from their doctor. The patient did use a prescription or otc medication (prescription medication/topical steroid). The patient did follow the skin preparation. The patient did not report any skin sensitivity/allergies to adhesives or metals.the universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extremes, as the patient is18 years old. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2026 that they experienced skin irritation in the form of burning (sensation)general redness/irritation/rawness/raw-skin-no open skin/open sores/skin while wearing the mcot universal patch. The patient did seek medical treatment from their doctor. The patient did use a prescription or otc medication (prescription medication/topical steroid). The patient did follow the skin preparation. The patient did not report any skin sensitivity/allergies to adhesives or metals.